Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or MRI, possible over delivery anomaly. The customer reported blood glucose value of 407 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. Customer reported the following led up to the event: customer over corrected for a low and the time was incorrect document treatment for high bg: treated with pump. The event involved product(s) mmt-1880, mmt-243a, mmt-332a. Troubleshooting was performed for the event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-243a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test (0.0869). No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump software. Successfully uploaded files on carelink. No unexpected motor alarms were noted in the [history files or traces] on the event date. The bolus amount programmed on (B)(6) 2024 matches the bolus amount delivered at 00:34:23 with 4.1u delivered and at 22:01:57 with 2 u delivered. The total bolus delivered on (B)(6) 2024 is 9.9 u. The total bolus delivered on (B)(6) 2024 is 6.8 u. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following were noted during visual inspection: scratched case. In conclusion, possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Exposed to magnetic field or MRI was not confirmed. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.